Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Evaluation found a vertical solid line appearing in the display screen. No adverse event reported. Device has been returned.